Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿can¿t see the needle coming out¿ issue could not be confirmed, as the needle was found to be visible during the device evaluation. A root cause of the reported issue could not be determined; though multiple attempts were made, no additional event information was reported. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the gastrovideoscope needle was put in, the customer did not see it coming out. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the device had 701 uses. The leak check passed cosmo +.6. The distal end glue was cracking off around the pink rubber. The bending section cover and glue was removed during evaluation. The ultrasound medical image had zero broken elements and the needle was visible. The control body was opened and dry during the evaluation. The scope connector was open and was dry, with a wire length of 70mm. The ultrasound medical connector was opened and dry during evaluation. The main air feeding of the air/water cylinder passed. The main air feeding of the suction cylinder passed. The main air feeding of the elevator channel passed. The main air feeding of the channel port passed. The final air feeding of the air/water cylinder passed. The final air feeding of the channel port passed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.